Manufacturer narrative:
The device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold. Subsequently, this rv lead was capped and abandoned (i.e., it remains implanted but is no longer in service). No additional adverse patient effects were reported.